Manufacturer narrative:
As no patient data (files, x-ray and scopy) were available, and as the lead remains implanted (abandonned inside the patient). It is impossible to conclusively confirm/identify the issues reported. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the right ventricular lead was found to be dysfunctional. A reintervention was performed to implant a new lead and the old vega lead was left in the patient for risk/benefit reasons in this 80-year-old patient.

Event description:
Reportedly, the right ventricular lead was found to be dysfunctional. A reintervention was performed to implant a new lead and the old vega lead was left in the patient for risk/benefit reasons in this 80-year-old patient.